Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium driveline leak". Additional information states that the helium driveline tubing was exchanged to continue therapy. No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). Review of the complaint notes that this complaint was created in error and retraction of MDR report is required. This complaint will be voided. The associated complaint (B)(4) (iab: leak suspected) will cover the reported event.

Event description:
It was reported "helium drivelie leak". Additional information states that the helium driveline tubing was exchanged to continue therapy. No patient injury or consequence reported. The patient's current condition is "unknown".